Manufacturer narrative:
An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced patient side manipulator (psm) 2. The system was tested and verified as ready for use. Isi received the parts involved with this complaint and completed the device evaluation. The customer reported complaint was unable to be reproduced, but could be confirmed as having occurred via field error logs. Visual inspection was performed. The arm was installed onto the system and powered up. Sine cycle and a test drive were performed without any issues. Tests performed via matlab passed. The axis 3 brake will be replaced as a precaution. The psm2 is ntf. Friction readings were found to be out of spec along axis 2 during evaluation. The axis 2 harmonic drive will be replaced.

Event description:
It was reported that during a da vinci-assisted total benign hysterectomy surgical procedure, the system had issues with arm 2. The customer stated that the arm would collapse only about 80% of the way. An intuitive surgical, inc. (Isi) technical support engineer (tse) was contacted and confirmed that the issue was with the insertion axis on arm 2. The customer moved arm2 out of the way and finished the case using arms 1 and 3. The tse reviewed logs and found no related errors. The procedure was completed with no reported injury.